Manufacturer narrative:
(B)(4).

Event description:
It was reported that several non-sustained rv oversensing episodes and non-sustained vt episodes were observed during routine device follow-up. Patient reported being more tired/fatigued than usual with reduced stamina. Egms were consistent with oversensing on rv lead. Lead noise was suspected. No anomaly was noted on fluoroscopy. No changes were made to the device programming. Patient was discharged home.